Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A receiver download was performed an unexpected receiver shut down was observed. A receiver download shows that the patient was not in a sensor session at the time of the issue. A functional test was performed and passed all relevant testing. Confirmation of the complaint was confirmed. The probable cause could not be determined.